Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30782262l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 66-year-old male patient underwent a afib ¿ paroxysmal ablation procedure with a halo¿ xp electrophysiology catheter with auto ID and the patient suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR). It was reported that while performing a cavotricuspid ishmus (cti) line, the halo¿ xp electrophysiology catheter with auto ID potentially flipped into the right ventricle temporarily causing the right ventricle (rv) pacemaker lead to dislodge. The patient is pacemaker dependent and lost pacing from the lead. CPR was performed briefly, and the pacemaker lead started pacing again on its own. The bwi representative described it as a micro-dislodgement and stated that no further intervention was planned at that time. The physician believes that the adverse event was a cause of a combination of a procedural event and patient condition. The patient¿s condition improved; they were extubated and discharged the following morning with no lead revision needed. The patient did require extended hospitalization. They were admitted and spent one night in the intensive care unit (ICU). Patient had normal electrolyte levels. Additional information received indicated the halo¿ xp electrophysiology catheter with auto ID was positioned in the right atrium along with the octaray catheter. The physician was manipulating the octaray catheter while actively mapping the chamber. The physician stated after the event occurred that they thought the halo catheter had flipped through the tricuspid valve and into the right ventricle, got wrapped around the pacemaker lead, and caused what they were calling a micro-dislodgement; the lead was not permanently removed, just was affected enough to not capture surrounding tissue for a brief period.